Event description:
A malfunction was reported on the pump, but there were no notable events prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information and assisted the customer with resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues reoccurred.